Event description:
The defibrillator was applied to a person that was experiencing left thorax pain at hosp. The person became unconscious, and the device analyzed the rhythm and issued a no shock decision. The person then became conscious and succumbed to an epileptic seizure. The device remained attached, issued a shock decision, remained armed, but a shock was not delivered, because the staff was aware the person was conscious and suffering from the seizure.

Manufacturer narrative:
Device appears to have performed according to design. Other: the ECG is not available for review. The date and other info about the person is not available. The person has been transferred to another hosp, and it has reported that there is no evidence of any cardiac issues. This event is being filed since it cannot conclusively be determined that if a similar event should recur in the future that the device could cause or contribute to death or serious injury.